Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The lesion was located in the severely calcified and severely tortuous proximal left anterior descending (lad) artery. A 2.50mm x 24mm promus element plus stent was selected for treatment. While attempting to cross the lesion, the shaft of the catheter snapped at the proximal end. The device was removed. The physician attempted to cross the lesion with other devices, however, this was unsuccessful. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The lesion was located in the severely calcified and severely tortuous proximal left anterior descending (lad) artery. A 2.50mm x 24mm promus element plus stent was selected for treatment. While attempting to cross the lesion, the shaft of the catheter snapped at the proximal end. The device was removed. The physician attempted to cross the lesion with other devices, however, this was unsuccessful. . No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified a shaft hypotube break located 22.5cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The stent was also damaged. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).